Event description:
Same case as mfg report #: 2134265-2009-07352. It was reported that during an iliac vein stenting procedure, a possible dissection occurred. The patient was being treated for may-thurner syndrome. It was noted using ivus that the left iliac vein was compressed to 7mm x 20mm. The physician advanced the 22 x45mm wallstent endoprosthesis with unistep plus delivery system to the left iliac vein and attempted to deploy it, however, deployment difficulties were encountered so the stent and stent delivery system were removed from the patient. The physician attempted to "open" the wallstent on the table outside of the patient and the device worked "fine". The physician then advanced a 20 x 40mm wallstent endoprosthesis with unistep plus delivery system to the left iliac vein and attempted to deploy it, however, deployment difficulties were again encountered so the stent and stent delivery system were removed from the patient. The physician noted that the difficulties encountered with both wallstents occurred due to the pressure of the compressed iliac vein. The physician advanced a non-bsc 8 x 40mm balloon to the left iliac vein and inflated it to 14 atms. Another non-bsc 10 x 40mm balloon was advanced and inflated to 14 atms. Next, the physician readvanced the 22 x 45mm wallstent endoprosthesis with unistep plus delivery system to the left iliac vein and successfully deployed it in the intended position. A non-bsc 8 x 40 balloon catheter was used to post-dilate. The physician checked the stent placement using ivus and noted a "filling defect" that appeared to be a vessel dissection near the distal end of the recently implanted 22 x 45mm wallstent. Ivus was then advanced through the stent and it was noted that the wallstent was "perfectly patent". The physician was not sure as to when the possible dissection may have occurred or what device may have caused it. The physician was concerned about the proximal end of the stent so a non-bsc 6 x 40mm and a 8 x 40mm balloon were used to "open up" the wallstent. The patient was kept in the hospital over night for observation. No further patient complications were noted and the patient's status was reported as "ok".

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with the stent fully mounted. A visual and microscopic examination revealed a kink at the end of the stainless steel shaft in the outer sheath 35mm distal to the t-bar connector. The outer sheath was easily retracted and the stent was deployed without any issues. Examination of the deployed stent, the stent cup and holder revealed no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the dfu indicates this device is for tracheobronchial use. (B)(4).

Event description:
Same case as mfg report #: 2134265-2009-07352. It was reported that during an iliac vein stenting procedure, a possible dissection occurred. The pt was being treated for may-thurner syndrome. It was noted using ivus that the left iliac vein was compressed to 7 mm x 20 mm. The physician advanced the 22 x 45 mm wallstent endoprosthesis with unistep plus delivery system to the left iliac vein and attempted to deploy it, however, deployment difficulties were encountered, so the stent and stent delivery system were removed from the pt. The physician attempted to "open" the wallstent on the table outside of the pt and the device worked "fine". The physician then advanced a 20 x 40mm wallstent endoprosthesis with unistep plus delivery system to the left iliac vein and attempted to deploy it, however, deployment difficulties were again encountered, so the stent and stent delivery system were removed from the pt. The physician noted that the difficulties encountered with both wallstents occurred due to the pressure of the compressed iliac vein. The physician advanced a non-bsc 8 x 40 mm balloon to the left iliac vein and inflated it to 14 atms. Another non-bsc 10 x40mm balloon was advanced and inflated to 14 atms. Next, the physician readvanced the 22 x 45mm wallstent endoprosthesis with unistep plus delivery system to the left iliac vein and successfully deployed it in the intended position. A non-bsc 8 x 40 balloon catheter was used to post-dilate. The physician checked the stent placement using ivus and noted a "filling defect" that appeared to be a vessel dissection near the distal end of the recently implanted 22 x 45 mm wallstent. Ivus was then advanced through the stent, and it was noted that the wallstent was "perfectly patent". The physician was not sure as to when the possible dissection may have occurred or what device may have caused it. The physician was concerned about the proximal end of the stent, so a non-bsc 6 x 40 mm and a 8 x 40 mm balloon were used to "open up" the wallstent. The pt was kept in the hospital over night for observation. No further pt complications were noted, and the pt's status was reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.